Event description:
It was reported that the patient developed a post-operative wound infection. The implantable neurostimulator (ins) was implanted in the patient's abdomen, which required a second prep and drape during the implant procedure (first prone, then lateral). It was noted that a package of medical adhesive was used during surgery. The ins was scheduled to be explanted (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had a total system explant due to infection. The symptoms of infection were drainage and pain. The infection was located at the device pocket. It was cultured and found to be a staph infection. It was confirmed the patient did not have meningitis. The patient received perioperative antibiotics, as well as intravenous (IV) and oral antibiotics. The infection was resolved.

Manufacturer narrative:
Product ID (B)(4), lot# v645701, implanted: 2012 (B)(6), explanted: product type lead; product ID (B)(4), lot# v638131, implanted: 2012 (B)(6), explanted: product type lead; product ID (B)(4), serial# (B)(4), product type recharger; product ID (B)(4), serial# (B)(4), product type programmer, patient; product ID (B)(4), serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension; product ID (B)(4), serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension; product ID (B)(4), lot# v820870, implanted: 2012 (B)(6), explanted: product type lead; product ID (B)(4), lot# v765576, implanted: 2012 (B)(6), explanted: product type lead. (B)(4).